Manufacturer narrative:
This report is for an unknown locking compression plate (lcp)/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: attal, r., et al (2011). Intramedullary nailing of the distal tibia illustrated with the expert tibial nail, operative orthopadie and traumatologie, 23-397-410. This study reviwed the restoration of the axis, length and rotation of the lower leg, stability of osteosynthesis, joint mobility and good bony healing in closed and open fractures. The study reviewed 180 patients between july 2004 and may 2005. Complications included: a (B)(6) female patient underwent hardware removal of plate due to ankle pain. This is report 3 of 3 for (B)(4). This report is for an unknown locking compression plate (lcp). A copy of the literature article is being submitted with this medwatch.